Manufacturer narrative:
It was reported that during use the blood entered the cs300 intra-aortic balloon pump (iabp). The customer promptly removed the device and balloon, causing no harm to the patient. The customer did not provide patient information. The failure was determined by the third-party maintenance company designated by the hospital. The machine has been repaired by the third-party maintenance company. The machine continued to be used after the repair. Repair completed by third party.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had blood entered. The customer removed the device and balloon in time. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional information: e1 (event site state: (B)(6)). Due to the high repair fee, getinge fiels service engineer (fse) team currently communicating and negotiating with the customer. Currently waiting for repair. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair not completed

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).